Event description:
During a coronary stenting procedure to the mid-lad, the cypher sds would not deplooy. The device was removed and the procedure was completed with another device. Theere was no patient injury.